Event description:
It was reported that the patient needed to speak to someone about the device. The patient was experiencing a loss of therapeutic effect. Right after she had the ins put in everything was fine. But in the last 1.5-2 weeks ago she started experiencing diarrhea and incontinence. The patient noted she would describe this as a sudden onset. The patient was having "breakthrough" with the device, meaning every once in a while having incontinent episodes before then. It was noted that the patient did speak to the manufacturer's representative about the breakthrough within the first month she had the device and he told her not to worry about it. He told her over time, it should go away. The patient was still "testing the waters with the therapy." The patient saw her hcp (healthcare provider) a week ago tomorrow and he gave her cholestyramine. The patient also started taking probiotics. The patient hadn't had diarrhea in the last week. The patient has an appointment with her gi hcp tomorrow as well. The patient had her gall bladder removed due to diarrhea in (B)(6) 2013. The diarrhea continued after this which is why she got the interstim therapy. The patient inquired how does she know it's working. The patient didn't feel the "pulsation" like she used to.patient services reviewed the patient can check to make sure her stim is on with programmer. The patient reviewed she already did that and confirmed stim was on. The patient noted her stim was on and she was at 2.8v on program 4. The patient planned to speak to hcp about this. Additional information received noted that there was a 50% or greater symptom reduction. The cause of the event was not determined. Regarding if it was device related, it was noted, "unknown". Regarding if reprogramming was needed, it was noted, "unknown". Regarding interventions, it was noted that questran was given, diarrhea stopped (on 2014-(B)(6)). Date 2014-(B)(6). The patient was recovered without permanent impairment. It was noted that the patient was now scheduled for colonoscopy.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0fg25, implanted: 2014-(B)(6), product type lead. Product ID neu_un known_prog, serial# unknown, product type programmer, physician. (B)(4).